Manufacturer narrative:
(B)(4): the physician stated that the mesh seemed to have shrunk. The hernia was repaired with another mesh. The current condition of the patient is reported as the hernia being fixed and the patient satisfied.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic umbilical hernia repair procedure on (B)(6) 2011 and mesh was implanted. The patient experienced a recurrence. On (B)(6) 2012, the patient underwent a reoperation. The surgeon found that the mesh became unattached from the abdominal wall where it had been fixated with a spiral non absorbable tacker -protack. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.